Event description:
A customer reported that during a surgery an ophthalmic system shut down and handpiece stopped during in middle case. Separate handpieces were connected but had same issue. Tired with another handpiece and it worked.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The handpiece is not a serviceable product and there was no handpiece returned for evaluation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).